Event description:
It was reported that a user¿s dexcom g7 continuous glucose sensor failed to pair with the ilet, despite guidance to toggle sensor type and attempt re-pairing; the user replaced the sensor and successfully paired it, after which no further pairing issues were reported and dexcom support information was provided. Symptoms included no reported adverse clinical effects. Outcomes included no injury, no medical intervention beyond routine self-monitoring, and no hospitalization. Investigation included remote troubleshooting and user education. Investigation of this case revealed a pairing failure confined to the cgm-to-ilet communication link without evidence of ongoing device malfunction after sensor replacement and re-pairing. It was concluded, based on previously established findings for similar reports, that the cause was likely use-related or transient connectivity interference rather than a persistent device defect.